Event description:
It was reported that this right ventricular (rv) lead exhibited lead dislodgement after 5 days of implantation confirmed via x ray. Infection was also noted. This rv lead was opted for surgical removal and was successfully performed. This rv lead was replaced. No additional adverse patient effects were reported.